Event description:
It was reported that stent damage occurred. The target lesion was located in the 55% stenosed left anterior descending artery (lad). A 24 x 2.25 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. It was noted that the stent damage occurred during the case. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was later clarified that there were no attempts to inflate the balloon.

Event description:
It was reported that stent damage occurred. The target lesion was located in the 55% stenosed left anterior descending artery (lad). A 24 x 2.25 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. It was noted that the stent damage occurred during the case. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.